Manufacturer narrative:
The returned blocker was evaluated. The threads were found to be stripped in a manner consistent with cross-threading the blocker into the mating pedicle screw during attempted installation. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the threads of two blockers were damaged during installation. They were removed and replaced with alternate blockers to complete the case. There were no reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report number 3003853072-2019-00085.

Event description:
It was reported that the threads of two blockers were damaged during installation. They were removed and replaced with alternate blockers to complete the case. There were no reported patient impacts. This is report one of two for this event.